Manufacturer narrative:
The device has been requested, but has not been returned at this time. The end user stated she got the rollator from a neighbor down the street years ago, not from a dealer or health care facility. Any service or maintenance history is unknown. The rollator is over 14 years old and the service life is 5 years. The end user continued to use the rollator after being warned not to use the it anymore. The rollator has been replaced with a new one.

Event description:
End-user was sitting on the rollator in the kitchen. Rollator had both brakes engaged. She bent over because she dropped something and then the right brake came loose. The end-user fell off the rollator and broke her hip.

Manufacturer narrative:
The rollator is 13 years old, which is beyond the expected service life of 5 years. The rollator was returned for an evaluation. There were clear signs of wear and tear in several places. The brakes were not fully functional when applied. This was caused by both rear wheels needing to be replaced and both brakes were in need of adjustment. Additionally, there was a lot of dirt and dust inside the brake handles. The user's manual states to regularly ensure that the screws and adjustments are properly tightened and to verify the brake operation. And it also states to never use a defective walking aid.